Event description:
A report was received that the patient was experiencing discomfort at the pocket site as the ipg had flipped. The physician has recommended a revision.

Manufacturer narrative:
Additional information provided indicated that the physician explanted the ipg and implanted a new due to preference. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as the ipg had flipped. The physician has recommended a revision.